Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is confirmed because the patient stated that he was trying to cap off the transfer line from the cassette when he hit it and the patient line fell to the floor. The assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding needing assistance to end therapy as he became disconnected from the patient line and the patient line fell to the floor. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The hp would notify the peritoneal dialysis nurse for further therapy instruction. There was patient involvement but no patient injury or medical intervention was reported.